Event description:
It was reported that during a wrist arthroscopy, the spider was initially attached to the side of the bed. It was positioned over the patient however not attached to the patient, half an hour later, the spider arm started to collapse without anyone pressing the foot pedal or touching it, a new battery was installed by the tso and the spider arm remained in the same position for another half an hour, the spider arm was then used on the patient in the traction position and it collapsed again, it was also reported that the main ball joint was slipping at the time of the arm collapsing, which was also replicated when bts were attempting to replicate the fault. It would have been very difficult to replace the spider positioning arm mid-procedure so the procedure was completed without traction. There was a non-significant surgical delay and no further complications were reported. There was no patient harm.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3,h6: the reported device was received for evaluation. There was no relationship found between the returned device and the reported event. A visual inspection was performed on the product. A battery and foot switch were also returned. No issues were noted. A functional evaluation was performed. The customer foot switch and battery were utilized. The customer battery would not lock into the battery slot. The customer battery's locking tab would stick in the down position and would not lock the battery in it's slot. 30 movement were performed. The device pressurized and de-pressurized as designed. No issues were found. The device was left pressurized for approximately six hours. The limbs stayed in the same position and did not collapse. The customer foot switch did not display any tendencies to short circuit or fail. A test jig was used to test the switch drape circuitry and it functioned as designed. The piston migration was at .66 inches. No issues were noted with the internal wiring of the switch connectors or the control board. The device passed all functional tests. The complaint was not confirmed. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include issues during setup of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. There was no relationship found between the returned device and the reported event. A visual inspection was performed on the product. A battery and foot switch were also returned. No issues were noted. A functional evaluation was performed. The customer foot switch and battery were utilized. The customer battery would not lock into the battery slot. The customer battery's locking tab would stick in the down position and would not lock the battery in it's slot. 30 movement were performed. The device pressurized and de-pressurized as designed. No issues were found. The device was left pressurized for approximately six hours. The limbs stayed in the same position and did not collapse. The customer foot switch did not display any tendencies to short circuit or fail. A test jig was used to test the switch drape circuitry and it functioned as designed. The piston migration was at .66 inches. No issues were noted with the internal wiring of the switch connectors or the control board. The device passed all functional tests. The complaint was not confirmed. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include issues during setup of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the limited information provided, the root cause of the reported ¿the spider arm collapsed¿ cannot be definitively concluded. The patient impact beyond the reported is not anticipated. It has been communicated that ¿no patient harm¿ occurred due to the spider arm falling. The procedure was completed with a non-significant delay, without further complications reported, or patient injury alleged. Therefore, no further clinical/medical assessment is warranted. No containment or corrective actions are recommended at this time. Internal complaint reference case (B)(4).